Event description:
The customer reported the image has lines in it. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a broken wire in the interconnect cable. Customer ordered and replaced cable. System operates as intended. (B) (4).